Manufacturer narrative:
The actual sample was returned and evaluated. Visual inspection confirmed: the sample had not been opened; the sampling line tube had fractured at the bonded joint on the blood outlet port; and magnified inspection of the fracture cross-sections found no evidence of elongation. Magnifying inspection and electron microscopy results confirmed that there was no preexisting anomaly that could have contributed to the generation of the fracture. Testing of the returned sample line tube in undamaged areas confirmed the wall thickness was uniform and the sample met specifications. A test sample was used to intentionally simulate the observed damage to the returned device. The results confirmed that the sampling line tube fractured by shock force after the device had been subjected to low temperatures for 12 hours. The fractured cross-section presented a state similar to that of the actual sample. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that the reported breakage was related to a preexisting device defect or malfunction. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported leakage from the purge line of the arterial port during pressure testing. The following information was provided by the user facility: during filling of the tube sets liquid came out of the purge line at the arterial port; device was changed out; and there was no patient impact because the event occurred before the tubing was connected with the patient.